Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 10/28/2025, the patient reported that her continuous glucose monitoring (cgm) sensor was functioning properly prior to going to sleep. At an unspecified time during the night, the sensor failed while the patient was asleep, resulting in a loss of consciousness due to hypoglycemia. The patient¿s husband discovered her unresponsive and attempted to wake her. A blood glucose (bg) meter reading was taken, which indicated a ¿low¿ result (exact value not provided). The patient was wearing an omnipod insulin pump at the time of the event. In response, the patient¿s husband administered a glucagon injection and contacted emergency services (911). Upon arrival, ems recorded a bg meter reading of 34 mg/dl, and the patient remained unconscious. Ems administered intravenous glucose, after which the patient regained consciousness and consumed a peanut butter sandwich. Later, at an unspecified time, the patient¿s bg meter reading was 134 mg/dl. Ems confirmed the patient was stable and subsequently departed. The patient did not have additional sensor supplies available and was unable to replace the failed sensor. At the time of the report, the patient stated she was feeling ¿fine.¿ performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. Data was provided for investigation. The allegation was not confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.